Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis reported as ("infection in the abdomen"). The breach in aseptic technique was further specified as the patient did not wear a mask, did not clean the area and did not apply aseptic techniques during manual exchange. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotic (given for 14 days, ongoing, dose, route and frequency not reported) for the event. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.